Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer had bumped the infusion site. Customer noted a rise in blood glucose level (370 mg/dl) per cgm. Customer ultimately changed the site and delivered a bolus. Cgm indicated that blood glucose level off. Customer was unable to provide infusion set information.